Event description:
It was reported that the patient underwent an initial knee procedure on (B)(6) 2014, and subsequently had an irrigation and debridement procedure, along with a revision on (B)(6) 2014. During the revision procedure, antibiotic heads were implanted due to infection.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 2 states, ¿early or late postoperative infection and allergic reaction.¿ this report is number 5 of 6 mdrs filed for the same event (reference 1825034-2014-02862 / 02867).